Manufacturer narrative:
Device received with button error alarm and had unresponsive esc and act buttons due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test and displacement test or verify battery out limit alarm due to unresponsive button. No moisture damage on electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received battery out limit. The customer¿s blood glucose level was unknown. Customer reports the insulin pump was exposed to moisture. Customer stated that the insulin pump alarmed during normal use. Customer reported that they were unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.